Event description:
There was a report of two patients in the or who complained of burns on their lips and blisters in their throats from having the tee transducer in them during surgery. The instruments used where disinfected with cidex opa solution. Additional information has been requested.